Event description:
The patient said that they performed a blood glucose test at 1:oo am on the suspect device and obtained a result of 236 mg/dl. Earlier the suspect device was used and the result was 436 mg/dl and they took insulin. Patient did not feel well and went to the hospital. At the hospital patient blood glucose was 41 mg/dl. Patient was then treated with a glucose IV drip. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluations.